Event description:
It was reported that a flogard infusion pump displayed a battery alarm when the device was unplugged from the power supply. The process step that this event was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. Visual inspection found a battery low alarm displayed after unplugging the device from the power supply. The reported issue was caused by a defective main battery. The main battery was replaced to correct the issue. The pump passed all tests and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.